Event description:
It was reported via repair work order that the lift here labels are worn. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
The incorrect product 6252 stair pro and serial number (B)(4) was originally reported. The correct product is 6082 and serial number (B)(4). The lift here label on the correct product 6082 is a cosmetic non functional label that suggests the proper lift area on the base of the cot. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported. This issue is not likely to cause or contribute to serious injury or death if it was to reoccur.

Event description:
It was reported via repair work order that the lift here labels are worn. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.